Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.

Event description:
Boston scientific received information that four days post implant the right atrial (ra) lead dislodged. The lead was explanted and a new ra lead was successfully implanted. No adverse patient effects were reported. The investigation is complete at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with a cut in the insulation at 15 cm from the terminal pin and the conductor coils compressed at 9.5 cm from the terminal pin. Analysis concluded that the compressed coils were likely from a grabbing tool used at explant. The j-fixation and all four tines on the helix were within specifications. Analysis could not confirm the clinical allegations observed in the field.